Manufacturer narrative:
This report is being supplemented, to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed, and there were no problems found, during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since the device was manufactured over eight years ago, the failure of the patient board set (printed circuit board) was likely, due to deterioration of the patient substrate components of the printed circuit board, causing a temporary malfunction, resulting in no image. It is also, possible that an electrical contact failure occurred, due to an incomplete connection or foreign matter adhesion (scope side), causing the no image issue.

Manufacturer narrative:
This supplemental report is submitted to provide additional information.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty patient board set was found, causing no image when tested with olympus series 180 scopes.

Event description:
A user facility reported to olympus that no video image was displayed when using the olympus, cv-190, with olympus series 180 scopes. The problem, as reported to olympus, was first identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.